Event description:
Surgical procedure performed due to possible infection. The knee was washed out and the poly exchanged.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the root cause of the reported infection could not be determined, no evidence was found that would suggest product contribution. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.